Event description:
The biomedical engineer (bme) reported that they are having intermittent communication loss on the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are having intermittent communication loss on the central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 12/04/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/05/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/08/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are having intermittent communication loss on the central nurse's station (cns). No patient harm was reported. Investigation conclusion: the customer reported intermittent communication loss and missing waveforms on a pu-681ra (B)(6) in pacu. The cns would go into comm loss and then recover. Rebooting did not resolve the issue. It reported the hospital network appeared functional. Review of the ip address spreadsheet showed the cns ip address was duplicated and assigned to a bsm on another floor. This caused partial data and waveform loss. Nk tech support backed up the system and bed settings, changed the cns ip to an available reserved address, restored settings, and re-monitored all beds. Waveforms and communication returned to normal operation. The unit was later received for evaluation due to repeated reports. Logs showed unexpected shutdowns after extended continuous runtime (approximately 127 days without restart). The issue could not be replicated during in-house testing. No patient harm was reported. Root cause: could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 12/04/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/05/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/08/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report d9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer . H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they are having intermittent communication loss on the central nurse's station (cns). No patient harm was reported.